Manufacturer narrative:
Unit received with cracked/bleeding lcd glass. Unable to perform displacement test due to cracked/bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked case and cracked display window.

Event description:
The customer reported via phone call that the insulin pump is damaged and is cracked at the display screen. Customer's blood glucose was 123mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.